Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to available information, the prosthesis did not work. Doctors did a revision in the operating room and unblocked the pump. During the revision the tubing was cut because they saw that they were very long and they replaced the reservoir. That's why they used the implant kit. The prosthesis was not explanted.

Manufacturer narrative:
The device remains implanted. Requests for additional information surrounding this event have been made. However, to date the information has been received. Without the benefit of analyzing the device and without the requested information, quality cannot comment on the condition of the device or the events surrounding this incident. If the device or additional information is received, quality will re-evaluate this event in accordance with procedures. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no additional reports or trends of this type associated with lot number 5533059. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. The most likely root cause of the event cannot be determined at this time. If the device or additional information is received, quality will re-evaluate this event in accordance with procedures. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, and because the device is not available for evaluation, no further corrective action is required at this time.